Event description:
It was reported that the customer received a low battery alarm prior to a off no power alarm. The customer stated that they used new batteries each time. The customer stated that the insulin pump did not have cracks and was not dropped. The customer's blood glucose was 33 mg/dl. Advised customer to return the insulin pump for analysis and advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within spec range. No unexpected off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.